Event description:
It was reported that when the patient was taken out of the operating room he had a seizure because he always got seizures. No interventions or patient outcome were reported, so additional information was requested. If additional information is received a supplemental report will be sent.

Event description:
Additional information received reported that the patient episode occurred after their time in the operating room while the patient was in post-op. The event occurred before a manufacturer representative reached the patient, and the manufacturer representative was unable to see him following implant.

Manufacturer narrative:
Product ID 3889-28, lot# va0qkyk, implanted: 2014 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient (B)(4).